Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the device jaws would not open. They did open the device manually. Another device was used to complete the procedure. There was no adverse consequence to the patient.